Event description:
It was reported that the patient had to seek medical attention for a diabetes related issue. The patient's blood glucose levels, symptoms, treatment, and duration of the medical event were not provided. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.